Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer was unable to log in to the station, which only displayed the password entry option; despite restarting the device multiple times, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had blue screen and enter password required. A field service engineer verified the reported error, cleaned the e drawer, and reseated the serial ata (sata) data cables. After restarting the system, it returned to the normal application screen with no errors observed, checked the hardware test application (hta) and confirmed that all information values were within the acceptable range. The customer logged in, verified inventories, and confirmed that all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.